Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable pulse generator (ipg) implant procedure the set screw was stuck to the wrench. The physician removed from device and requested a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.